Event description:
The customer reported via phone call indicating that the insulin pump alarm delivery during basal, bolus, fixed prime. Customer's blood glucose was 247 mg/dl. The troubleshooting was performed. Customer was advised that the insulin pump is working as designed. The customer was advised that the alarm was caused by set/reservoir occlusion. Customer was advised that the infusion set would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.